Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a cuff replacement surgery due to the slow reoccurrence of urinary incontinence, which led to the diagnose of atrophy. The cuff was downsized; the physician reported proper initial cuff sizing and placement. No additional patient complications were reported.